Event description:
It was reported that vessel closure of an unknown vessel was performed with a proglide device. Reportedly, the feet were not against the vessel wall when deploying the plunger. When the plunger was removed the suture came out of the anatomy with the suture loose and the knot unraveled. Manual compression was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Reportedly, the feet were not held against the vessel wall during plunger deployment. It should be noted that the perclose proglide instructions for use (IFU) states: gently pull the device back to position the foot against the vessel wall. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.